Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6)2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the leads have abnormal resistance values of around 4,000 ohms other than number 2. Although it was different from the lead defect, the patient controller adaptivestim (as) display may malfunction and was scheduled to be replac ed. There were no external contributing factors. No diagnostics or actions were taken. Issue was resolved for the patient controller malfunction but not resolved for the impedances. Additional information received reported the cause of the abnormal impedances was unable to be identified. The lead serial number was either (B)(6) or (B)(6) . No actions will be taken to resolve the abnormal impedances. It was confirmed that the patient controller was replaced.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to use the settings value. The stimulation could be reduced, but it could not be increased. The "settings not available" message was displayed. It was unknown if there were any environment, external, or patient factors that might have caused the event. The remaining battery level for both the controller and stimulator was 40%, but the same event had continued for two or three days even when the device was near full charge. Group a was being used, but even when it was changed to group b the same event occurred and it was not resolved. No symptoms were reported, and there was no health damage. Additional information was received from a manufacturer representative. It was reported that a system check, including things such as testing impedance, was planned. Additional information received from a manufacturer representative. It was reported that the cause of the issue was due to high impedances of the lead (greater than 40,000 ohms); the issue had been previously reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# unknown, implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.